Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a consumer on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) for the first time on (B)(6) 2010. It was indicated for nasal furrow correction. No additional treatment details were mentioned. On (B)(6) 2010, the patient started presenting with nausea, redness, lacrimation and burning sensation in the eyes, headache during head movement, hot face sensation, swollen and hardness on lips and cheeks, and dizziness. She consulted a physician who prescribed an x-ray which showed normal results. It was then recommended that she consult an ophthalmologist, due to the symptoms of redness, lacrimation and burning sensation in the eyes. The patient consulted a plastic surgeon who informed that the reactions were related to poly-l-lactic and prescribed fexofenadine (allegra), but the patient mentioned that she did not administer the medicine. The patient then consulted an allergist who also informed her that the reactions were related to poly-l-lactic acid and prescribed betamethasone + dexchlorpheniramine (celestamine). The patient administered the medication, but did not notice any improvement in the reactions. Relevant medical history and concomitant medication information were not mentioned. Action taken: permanently discontinued. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Pharmacovigilance comment: sanof-aventis company comment dated (B)(6) 2010: this case involves multiple events including redness in the eyes, lacrimation, burning eyes, headache, sensation of heat in the face, nausea, headache, and dizziness. Some of these events, such as induration, swelling, and burning sensation would be listed if confined to the injection site; however, they appear to represent a more generalized hypersensitivity reaction. The events of nausea and dizziness are unlisted regardless. Overall, this case constitutes a symptom complex which is unlisted for poly-l-lactic acid. At this time, there is insufficient information to perform a causal assessment of this case. The time to onset is possibly compatible but not compelling; moreover, the specifics of the injection sites as well as the patient's medical history and other possible etiologies are unknown. There was apparently no response to clemastine. Additional information has been requested.